Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -15.5/4.5/125 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to low vault with rotation and the problem was resolved.

Manufacturer narrative:
Weight, ethnicity, race: unk. Claim #: (B)(4).